Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a cholecystitis in the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the stent was only partially deployed, with only the rear flange successfully released. When the device was inserted while powered on and the a code was removed, a component inside the connector was found to be missing, preventing further power application. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11 has been updated: block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. A visual examination of the returned device revealed that the stent was partially deployed, and the monopolar plug was detached. Functional testing was performed by unlocking the catheter and sliding the catheter lock to the right, then moving the catheter control hub up and down. The catheter passed through the luer without resistance. The stent hub was also moved down to the second and fourth positions, and the stent was successfully deployed with no issues noted. Electrical inspection could not be performed because the monopolar plug was returned detached. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed connector detachment of device or device component and additional device required. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the device. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. Device history record (DHR) review the DHR review confirmed that the device met all manufacturing specifications prior to distribution. There were no manufacturing deviations or anomalies identified that could have contributed to the reported event. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent partially deployed, also there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. A visual examination of the returned device revealed that the stent was partially deployed and the monopolar plug was detached. Functional testing was performed by unlocking the catheter through sliding the catheter lock to the right, followed by moving the catheter control hub up and down. The catheter passed through the luer without resistance. The stent hub was moved to the second and fourth positions, and the stent was successfully deployed with no noted issues. However, electrical inspection could not be performed due to the monopolar plug being detached. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to procedural factors that caused the monopolar plug to detached. It may be that handling of the device and the technique used by the physician, limited the performance of the device and contributed to the observed damage. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a cholecystitis in the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the stent was only partially deployed, with only the rear flange successfully released. When the device was inserted while powered on and the a code was removed, a component inside the connector was found to be missing, preventing further power application. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a cholecystitis in the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the stent was only partially deployed, with only the rear flange successfully released. When the device was inserted while powered on and the a code was removed, a component inside the connector was found to be missing, preventing further power application. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.